Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 279290002, implanted: (B)(6) 2011, product type: accessory. Product ID: 355031, lot# n260051,implanted: (B)(6) 2011, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The consumer reported via a manufacturing representative (rep) reported that there was a loss of stimulation on the right side from the waist to the knee. This occurred approximately a year ago. The patient was told she had a broken wire per x-ray. Impedances were checked on the day of the report, (B)(6) 2015, and one lead showed all high impedances. 0-7 were greater than 10,000. The rep attempted reprogramming to include conventional stimulation as well as high density and high frequency options. It was unknown if the issue was resolved at this time of report. The patient was going to try all the new groups to see if pain reduction would occur with these newly added groups. If she did not get the satisfactory results she could be reprogrammed or discuss further options with her doctor. The patient was going to let the rep know. No surgical intervention occurred and it was unknown if any was planned. It was noted that the patient was implanted for spinal stenosis and spinal pain.